Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual inspection of the returned device revealed only a proximal portion of the shaft including the manifold hub and a portion of the hypotube was returned. A visual and tactile examination of the hypotube found a hypotube break 287mm distal to distal end of the strain relief and a hypotube kink 267mm distal to the distal end of strain relief. The portion of device distal of the hypotube break was not returned - the shaft polymer extrusion, balloon, stent and tip were not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 3.00x12mm promus element plus stent delivery system (sds) was introduced through a 6f convey guide catheter. The sds was unable to pass through the distal part of the guide catheter and the sds shaft broke. The sds was completely removed and the procedure completed with another of the same device.